Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during in clinic interrogation, the patient presented with multiple ventricular noise reversion and several tachycardic episodes. It was noted that anti tachycardia pacing (atp) was delivered. Examination demonstrated that noise was responsible for the episodes. Noise was replicated with isometric movements and manipulation of the generator. Programming changes were done. No patient consequences reported.

Event description:
New information notes that the patient suffered an inappropriate shock due to excessive right ventricular lead noise. The lead was capped and replaced on 27 aug 2020. Lead insulation anomaly was noted. The patient was well before, during and after the procedure.